Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead product ID 97791 lot# n69466 implanted: (B)(6)2017 explanted: (B)(6) 2017 product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial (B)(6), ubd: 24-feb-2021, UDI#: (B)(4); product ID: 97791, serial (B)(6), ubd: 18-jan-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reported the device was removed "a few weeks after the implant" due to an infection of the surgical site. Exact explant date unknown. The device was removed without the manufacturer being made aware. The infection is attributed to the ins, lead, and anchor. The devices were discarded and the issue was resolved with the explant.